Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the hrm task did not grant motor power in reasonable time error during basal. The customer¿s blood glucose unknown. Troubleshooting was performed. Customer was able to successfully clear the alarm. Customer perform a self-test and test did not pass. Customer ran self-test again after first fail and it failed again. Customer got hardware low level failures alarm during self-test & battery failed error occurred. Customer declined troubleshooting for hardware low level failures alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. No the hrm task did not grant motor power in reasonable time alarm during testing. Hardware low level failures confirmed in the pump history due to cracked solder joint on u1 keypad assembly.